Event description:
In 1997, the cryopreserved pulmonary valve and conduit in question was implanted into a pt with unknown medical history during a ross procedure. Approximately four years later, the surgical site reported that the pulmonary homograft developed conduit stenosis required replacement with another cryopreserved pulmonary homograft.